Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was tested and operates as intended.

Event description:
A ge field service engineer reported that the c-arm battery on the 8800 system was defective. No pt injury was reported.